Event description:
It was reported that during office interrogation, high threshold and noise were observed. Chest x-ray images revealed externalized conductors. The lead was capped and replaced. Patient condition was stable.